Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported (B)(6) results obtained on an advia centaur xp instrument. A siemens customer service engineer (cse) was dispatched to the customer site. Cse noticed that reagent probes 2 and 3 were bent and were replaced and aligned. The wash station functionality was operational. Additionally, the cse found a broken fitting and leak on the lower manifold and repaired the fitting. Calibration was passed and system was fully functional upon departure. Siemens is investigating the event.

Event description:
(B)(6) surface antigen (B)(6) patient results were obtained on an advia centaur xp instrument. The initial results were reported to the physician(s) and questioned. The same samples were repeated multiple times on an alternate instrument. The repeated results were reported, to the physician(s). Physician(s) was unsure of the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00411 on 11-november-2019. Siemens concluded that the cause of discordant results was due to the fitting and manifold leak. The instrument is performing according to specifications. No further evaluation of this device is required.